Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user awoke during the night, interacted with the ilet while not fully alert, and inadvertently announced a meal, after which glucose values trended from 166 mg/dl down to a nadir of 88 mg/dl before stabilizing around 110 mg/dl following guidance on low-glucose treatment and monitoring. No reported symptoms. Outcomes included no alerts or alarms, no medical intervention beyond self-treatment education, and no hospitalization. Investigation included review of synchronized device reports and real-time assessment during the call. Investigation of this case revealed an accidental meal announcement with normal device function and no component malfunction. It was concluded, based on previously established findings for similar reports, that user interaction error was the cause.